Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that on (B)(6) 2015 the receiver powered off on its own. Foreign distributor did not report any injury or medical intervention.